Manufacturer narrative:
(B)(4). Date sent: 3/1/2023. Investigation summary: call home revealed multiple reflected power errors and ablate and test after successful deliveries. No device will be returned to neuwave for further investigation. The root cause of the reflected power errors is unknown. The issue of the broken probe tip was not verified. A search of nonconformities (ncs) was performed for lot ml22047754. There was an observed nc for this lot, nr-0189979, for complaint (B)(4) where the customer received two dunnage probes. This nc is unrelated to the issue in this complaint.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2023. Added mw5114412 to the attachments. Additional information was requested and the following was obtained: was there any resistance, such as bone, during insertion of the probe? A: no was there any lateral force applied on the probe during insertion? A: the probe was repositioned to achieve overlapping ablation zones, with probe withdrawal and re-advancement. No excessive lateral force was applied at any point. After the probe insertion, when imaging was done to confirm location, was there any force applied (unintentional or intentional) on the external portion of the probe? A: see above comment. How was the broken probe identified and please describe the steps leading up to it? A: procedure performed with CT fluoroscopy. Three overlapping ablations of lung nodules had been performed. Plan for 4th overlapping ablation. Device would not ablate when probe in desired location. Device was removed from the lung. CT performed in the room following probe removal showed that the probe fractured into two pieces that were retained in the left upper lobe ablation zone. Was any imaging of chest taken to confirm the location of the broken piece of the probe and can it be shared? A: yes, two fragments (13 mm and 4 mm) present on follow-up CT within the left upper lobe ablation zone. What is the patient's current status? A: stable at home. Tentative plan for surgical resection of left upper lobe by thoracic surgery in the next few weeks.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. Investigation summary: call home revealed multiple reflected power errors and ablate and test after successful deliveries. The returned probe's tip was broken off and not included. There was evidence of thermal damage. The potential cause of the thermal damage is unknown due to the high amount of damage seen and the tip not included with the return. A search of nonconformities (ncs) was performed for lot: ml22047754. There was an observed nc for this lot: nr-0189979, for complaint: (B)(4) where the customer received two dunnage probes. This nc is unrelated to the issue in this complaint.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: how did the surgeon identify the broken probe and please describe the steps leading up to it? We saw the pieces on the scan. What is the approximate size of broken piece retained in the lung? 1.5-2 cm. Were there any error messaging around the time the broken probe was? Reflected power error when he tried to ablate before realizing it was broken was any imaging of chest taken to confirm the location of the broken piece of the probe and can it be shared? Yes there was, I will ask the physician. Is there any plan for the probe piece to be removed in the future? Yes, a lobectomy is planned to remove it. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an lung ablation procedure that the tip of the probe broke off into two pieces inside the patients lung. The pieces were not retrieved to the sales rep's knowledge. There were two lesions and only one was treated. Only half of the procedure was completed. There were no adverse consequences for the patient.